Manufacturer narrative:
Results and conclusion summation- product performance engineering reviewed the incident information. Angina and restenosis are known possible outcomes of coronary stenting, and are listed in the product instructions for use as potential adverse events. In this case, there was no note of any damage to the sds or difficulties experienced during the procedure, which could have contributed to the patient effects. Thus, a conclusive root cause for the patient effects and their relationship to the device, if any, cannot be determined.

Event description:
Reporting status: serious injury/required intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction was reported. It was reported via a trial that the patient underwent stenting of the restenosed competitor's drug eluding stent in the 1st obtuse marginal (ob) graft with a xience v stent. In 2009, the patient was admitted for angina. It was revealed that there was 80% in-stent restenosis of the proximal bypass graft to the 1st om artery and percutaneous coronary intervention was performed as treatment. No additional event or patient information is available.